Event description:
Procedure: lavh. According to the reporter: while cutting the stump of the vagina with l-hook, the distal end of the suction tube was melted and fell into the cavity. The fallen part was retrieved. No bleeding. No tissue damage. No unanticipated tissue loss. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).